Manufacturer narrative:
(B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that the instrument was broken. No surgical delay.

Manufacturer narrative:
(B)(4). Investigation summary ==> examination of the returned device revealed a crack. The complaint sample consisted of (1) attune rp tibial impactor. Depuy synthes considers the investigation closed. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary. If information is obtained that was not available for the initial medwatch, a follow-up medwatch, a follow-up medwatch will be filed as appropriate.